Manufacturer narrative:
We are awaiting device receipt. A follow up report will be submitted once our investigation is complete. (B)(4).

Event description:
It was reported that air was aspirated when the sheath was inserted. An alternative device was used to complete the procedure with no patient complications.